Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The k-wire cutting pliers broke while the surgeon was cutting the 1.4mm k-wire in the variax foot set.

Manufacturer narrative:
The reported incident that k-wire cutting pliers (max 1.6mm) was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Device was not returned.

Event description:
The k-wire cutting pliers broke while the surgeon was cutting the 1.4mm k-wire in the variax foot set.